Manufacturer narrative:
The reported events of dislodgement was not confirmed. The reported event of ¿stylet couldn't cross the lead¿ was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal. The cause of the reported event was isolated to the overtorqued inner coil at the connector region consistent with procedural damage.

Event description:
New information received notes that the dislodgement was confirmed via fluoroscopy.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system implant. During the procedure there was difficulty inserting the stylet into right atrial lead, but the lead was ultimately implanted. The following day, the right atrial lead had dislodged and required another procedure. The stylet could not be inserted during this procedure and the lead was explanted and replaced. The patient was stable.